Event description:
The customer alleged the audio alarm to be intermittent. The nellcor puritan-bennett customer support engineer inspected the device and found there to be a loose connection at the power switch. The customer support engineer made an adjustment to the connection at the power switch. The unit passed extended self testing. The customer stated there was no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.